Manufacturer narrative:
The lot number of the device that was in use is unknown. The customer identified one possible lot number: 4144173 (expiry date 06/01/2022, MFR date 06/01/2019).

Event description:
The event involved a transpac¿ it monitoring kit neonatal, 12", 3 stopcocks, 30ml flush (for use with infusion pump). The reporter (an ICU medical critical care specialist) stated that the tubing cracked or broke and it became disconnected from the stopcock when the device was in use. There was minimal to no blood loss in this case because the tubing-umbilical artery were clamped immediately. There was patient involvement, a delay in therapy and no human harm. The reported complaint was confirmed on the returned set. During visual inspection of the returned partial transpac, it was identified that the 12" pressure tubing was separated from the male luer. The end of the pressure tubing was found to be tacky and the uv adhesive at the bond site between the pressure tubing and the male luer was not fully cured. The probable cause of the tubing separation had occurred due to the uv adhesive not being fully cured during manufacturing process. The lot history of the possible lot number was reviewed and no nonconformities were identified that may have contributed to the reported complaint.